Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibr illation coil developed a fracture due to flexing while in vivo. The analyst noted that the right ventricular defibrillation coil is fractured at 55 cm from connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high and undefined pacing impedance and high and undefined impedance on the right ventricular (rv) coil of the right ventricular lead. The rv lead was explanted and replaced. It was also noted that the atrial lead had high thresholds for the past two years. The atrial lead was found to be dislodged and was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.